Event description:
It was reported that during the procedure the anchor broke. All the pieces were removed form the patient and they were not reported damage to the patient. No patient injury nor back up available.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.